Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ hematoma: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture", "periimplant fluid collection", "hematoma", and ¿chronic inflammation foreign body reaction¿. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
E.1.: phone number: (B)(6), e.1.: fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "periimplant fluid collection".

Event description:
Healthcare professional reported, right side "rupture". "Periimplant fluid collection", "hematoma" and ¿chronic inflammation foreign body reaction¿. Device was explanted and replaced with a non-allergan device.